Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "a soft eye during surgery" (decrease in pressure). The surgeon reported a soft eye during surgery. The surgeon wiggled the cannula and within 4-5 seconds, the infusion returned. The infusion line was not kinked. The case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. An internal investigation has been opened to address the issue reported. A corrective action has been initiated. (B) (4). (B) (4). (B) (4).